Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was attempted to be implanted with an impella 5.5 for mechanical circulatory support. The device did not pass from the right subclavian to the bifurcation of the brachiocephalic artery, with possibility of a catheter kink. It was reported that the implantation aborted as a result of the patient vasculature anatomy. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. As per clinical review, impella 5.5 could not be placed due to anatomical issues at brachiocephalic artery with sandwich-like calcification observed and catheter kinked during insertion. The root cause of the delivery issue was patient condition related with catheter kink occurring due to resistance at brachiocephalic artery with calcified vessel conditions. This report is being filed as part of a retrospective review of historical records.